Event description:
It was reported that there was a discrepancy in refill volumes and it took 45 minutes to program/interrogate the pump. The health care professional planned to do a rotor study. But given the age of the pump, decided to pro-actively replace it. No pt injury was reported; the pt recovered without sequelae. Add'l info has been requested from the health care professional.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.